Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 150 mg/dl. The customer stated that the insulin pump had been in his pocket at golf prior to the alarm occurring. Advised replacement of the insulin pump. Nothing further reported.